Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During lv revision, an inside out abrasion of one of the conductor cables, at the distal end, was observed on the rv lead. Under fluoroscopy the lead was visibly outside of the lead body. The lead was capped and replaced.